Event description:
It was reported that a dissection occurred. A patient presented for a transcatheter aortic valve replacement procedure. Access was transfemoral. After successful transcatheter aortic valve implantation was completed, the isleeve and stiff wire were removed. Once removed, a dissection was observed on the angiogram in the patient's right femoral artery (iliaca communis). The first treatment attempted was a 10cm balloon with compression for about five minutes. This was not successful. The physician then decided to place a 8x10mm stent in the right femoral artery. The angiogram then showed less blood flow to the distal vessels. The decision was made to then place another stent (10x60mm) above the first stent. This was successful in restoring full blood flow to the peripherals. The patient was in good condition after the procedure.